Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.